Event description:
It was reported that a flogard infusion pump experienced an air alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. A visual inspection, sensor testing, battery testing, and alarm log review were performed. The air alarm was confirmed through the event log review and the sensor testing. The cause of the alarm was an out of calibration sensor. The sensor was recalibrated. The pump passed all testing and was returned to the customer in working order. A CAPA was initiated for this event. If additional relevant information is obtained, then a follow-up MDR will be submitted.